Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The investigation results will be provided in the final report.

Event description:
It was reported that the patient had their ipg explanted due to an infection at the pocket site. There is no more information known at this time and the company representative will not be updated regarding the patient's status.